Manufacturer narrative:
(B)(4): returned for eval and stress testing and hardness testing was performed. Results: fracture caused by stress on the device. Conclusions: device deficiency traced back to design.

Event description:
Needles keep breaking when the doctor puts pressure on it with clamps. Tried 6 packs and each broke. Asked if he was clamping near the eye and she said no.